Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing, noise, and were found to have fractured. Both leads were explanted and replaced. It was further noted that the device was inappropriately mode switching due to the lead issues. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted that there is a breached depression in the outer insulation at 8.5 cm with blood ingression. Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there were counts on the sensing integrity counter.